Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: "the light cord just shut off. Something interfered with the magnetics. Salesforce case number (B)(4)" conclusion: product was not returned to stryker endoscopy. Based on the reported observations, possible root causes include: faulty reed switch, light cable was not fully seated. This complaint investigation was closed based on the device not received. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.